Event description:
It was reported that during a supply change the user was initially unable to get insulin drops through the infusion tubing, and on removal of the first cartridge the exterior was wet with an insulin odor; after restarting the supply change per troubleshooting, drops were observed and insulin delivery was resumed, consistent with a suspected cartridge leak impacting infusion. Customer care provided support that included user troubleshooting focused on infusion setup and supply change steps. Investigation of this case revealed a probable cartridge leak and transient infusion impairment, with resolution after re-priming; no device alarms were reported. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery after education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user setup issue and possible component leak.